Manufacturer narrative:
Pump was received with blank display due to cracked and bleeding on lcd glass. Unable to perform functional testing due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call crack on the customer insulin pump screen. The customer¿s blood glucose was 11.2 mmol/l at the time of incident. Customer¿s sister stated that the insulin pump screen was cracked and unable to read the display. The customer¿s sister was advised that the insulin pump is being replaced and is not expected to return for analysis.